Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. Patient had participated in a successful trial phase with nalu in which the patient reported reduction in pain levels from 8/10 down to 2/10. Shortly after activating the permanent system the patient began to experience issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting found that the ipg had migrated within the pocket and was seated so that it was no longer parallel to the skin surface, causing the communication issues. On (B)(6) 2025, a surgical procedure was performed to reposition the existing ipg so that it is in the proper position for optimal communication with external components. No components were removed or replaced during the procedure and no new components were introduced.

Manufacturer narrative:
There are no indications of any system or component failure and all original implanted components remain implanted and in use. The migration of the ipg occurred almost immediately after implanting the system. There are no reported events that took place after the implant that may have caused or contributed to the component movement. Migration is a known inherent risk of implantable neuromodulation systems.